Event description:
It was reported "iabc cannot inflate while insert in patient". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "normal and back home already".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the "iabc cannot inflate while insert in patient" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iabc cannot inflate while insert in patient". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "normal and back home already".